Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges during "insertion of two lmas, visual distortion of the mechanism inside the cuff pilot as well air could be inserted into the lma cuff but not withdrawn". No patient harm reported. See companion MDR # 3011137372-2019-00011 for additional device reported.

Event description:
Customer complaint alleges during "insertion of two lmas, visual distortion of the mechanism inside the cuff pilot as well air could be inserted into the lma cuff but not withdrawn". (Continued) no patient harm reported. See companion MDR # 3011137372-2019-00011 for additional device reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there was no damage observed from the outer profile of the device. The device could be inflated and deflated without any issues. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The device was manufactured according to release specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The device functioned as intended.